Manufacturer narrative:
This event occurred in (B)(6). Initial reporter fax number was provided as "(B)(6)." Component code - device subassembly = "naohd pipe".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant albumin gen.2 (B)(4). It was also mentioned that the control result were discordant. The sample initially resulted as "about 40 mg/l" and this value was reported outside of the laboratory. The sample was repeated and resulted as "about 3 mg/l". The patient was not adversely affected. The (B)(4) reagent lot number was 155919. The reagent expiration date was asked for, but not provided. The field service engineer changed the gear pump head and "naohd pipe". He changed the sample probe and adjusted all sample probe positions. He adjusted the gear pump pressure. The technical and analytical validations were performed and were ok. A specific root cause could not be determined based on the provided information. With high probability, the observed imprecision was caused by reagent probe carry over by insufficient gear pump pressure. This is supported by the fact that the customer has had an increasing number of applications issues since 2012.